Manufacturer narrative:
One spline twist implant along with the fixture mount, mount screw, and cover screw were returned for inspection. A visual inspection revealed wear due to usage around the external threads and tines of the implant. The mount and screw showed signs of use but no evidence of any significant wear or damage. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot number. Appropriate documentation was reviewed and the following information was identified: instruction of use for healing collars, healing screws, surgical cover screws and temporary gingival cuffs (9658 rev 1-01/15) contraindications temporary gingival cuffs: not to be used as an impression transfer component or temporary abutment. Zimmer dental implants should not be placed if there is an insufficient volume of alveolar bone to minimally support the implant (minimum 1mm circumferential and 2mm apical). Implants placed in the maxilla should not perforate the sinus floor membrane. Poor bone quality, poor patient oral hygiene, heavy tobacco use, uncontrolled systemic diseases (diabetes, etc.), reduced immunity, alcoholism, drug addiction, and psychological instability may contribute to lack of integration and/or subsequent implant failure. Severe bruxism, clenching, and overloading, may cause bone loss, screw loosening, component fracture, and/or implant failure. Exposure to radiation and chemotherapy may impact health of the implant. Dental implant patients should be instructed to consult with their physician prior to undergoing such treatment options. Warnings surgical and restorative techniques required to place dental implants are highly specialized and complex procedures. Practitioners should attend courses of study to familiarize themselves with implantology techniques. Improper technique can cause bone loss, patient injury, pain and implant failure. Zimmer dental implant systems are intended to be used only with zimmer dental specially designed bone drills and prosthetics. Implants placed at unsuitable angles relative to existing dentition or multiple implants placed at convergent/divergent manner can result in complex restorations that may overload implants, potentially leading to implant failure (including fracture). A thorough diagnostic work-up and use of x-rays and surgical templates are recommended to help ensure proper angulation and avoidance of certain anatomical features such as sinus membranes, adjacent teeth and craniofacial nerves. Implant placement e. If the implant is completely seated, proceed to step d. If additional seating is required, the implant may be driven either manually or with the use of a latch-lock mount driver. The manual-mount driver is inserted into the implant/tap driver wrench in the same manner as for the thread taps. The latch-lock mount driver engages directly into the handpiece. The extension¿s male hexagon is inserted into the female hexagon of the implant driver mount. Screw the implant into the prepared site using either the handpiece or the manual driver wrench. The implant must be driven into the site at less than 50 rpm. This may require a change in contra-angle capable of low speed, high torque operation. Note: floss may be looped around the groove of the hex of the manual mount driver for positive retention. Disengage the manual mount driver from the implant driver mount by pulling up in an axial direction. Visual comparisons of drawings ed-5470 rev. E, ed-5458 rev. F, and ed-5222 rev. E with the implant, fixture mount, and the screw respectively were consistent with the design and did not identify any manufacturing deviation. Dimensional analysis of the implant, mount, and the screw identified that the thread, shanks, and the tines diameters were all within specifications. The items were functionally tested. The retaining and cover screws did not thread into the implant as intended and stuck when torqued. The fixtures mount was unable to seat firmly onto the implant tines as the screw did not fully thread into the implant drive feature. The complaint is confirmed. A singular cause cannot be determined. Patient weight is not provided/unknown. (B)(4). Additional 510k number: k943604.

Event description:
It was reported that cover screw, the mount and mount screw became stuck and could not be seated into the correct position in the implant (1988). Another implant was placed during the same procedure. Tooth location 29.